Event description:
The report received from the field indicated that during an endovascular procedure, the 135 cm. Powerflex pro pta 6mm x 4mm balloon catheter (bc) was inserted into an unknown 6 fr. Sheath and was advanced to the lesion for pre-dilatation successfully. Upon removal of the powerflex balloon catheter, it got hung up inside the sheath and the physician could not remove it from the sheath. The physician tried numerous times to remove the balloon without success. He finally removed the sheath and the balloon together. The physician had to re-sheath the patient. Fortunately this did not cause any patient harm. There was no reported patient injury. The procedure time was increased. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information/preliminary analysis received. Preliminary analysis indicated that: one nonsterile 135 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) was received coiled inside a plastic bag. The unit was received into the cordis 6fr avanti sheath introducer. Device and introducer sheath introducer were elongated. Additional information received indicated the bc was inflated twice (2 times) for pre-dilation at eight atmospheres (8 atm.) Of pressure. The bc appeared to deflate and re-wrap properly. The contrast used was visipaque and the ratio of contrast to heparinized saline was seventy/thirty (70:30). The sheath used was a cordis 6 fr. Avanti. There was no reported product issue with the sheath used. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. The procedure was completed successfully using another cordis sheath and bc. No additional information including target lesion information was available. The physician did not lose vascular access/have to re-stick the patient. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2013-00796 and # 9616099-2013-00825.

Manufacturer narrative:
The report received indicated that during an endovascular procedure, there was difficulty withdrawing a powerflex pro pta 6mm x 4mm balloon catheter through the sheath for removal. The procedure time was increased. This did not cause any patient harm. There was no reported patient injury. Characteristics and location of the target lesion are unknown. The 135 cm. Powerflex pro pta 6mm x 4mm balloon catheter was inserted into an 6f avanti sheath and was advanced to the lesion for pre-dilatation successfully. The balloon was inflated twice (2 times) for pre-dilation at eight atmospheres (8 atm.) Of pressure. The bc appeared to deflate and re-wrap properly. The contrast used was visipaque and the ratio of contrast to heparinized saline was seventy/thirty (70:30). Upon removal of the powerflex balloon catheter, ¿it got hung up inside the sheath and the physician could not remove it from the sheath¿. The physician tried numerous times to remove the balloon without success. He finally removed the sheath and the balloon together. The physician had to re-sheath the patient. The physician did not lose vascular access/have to re-stick the patient. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. The procedure was completed successfully using another cordis sheath and balloon catheter. There was no reported product issue with the sheath used. The avanti sheath was discarded. One non sterile powerflexpro 6mm4cm 135 was received coiled inside a plastic bag. The unit was received into unknown sheath introducer. Device and sheath introducer were elongated. No other damages were noted in the device. Dimensional and functional test were not performed due to conditions that was received the device. A DHR was not performed because the lot was not provided. The reported ¿pta system - withdrawal difficulty-through guide/sheath¿ could not be confirmed due to the condition of the returned device and the exact cause could not be determined. Based on the information available for review, ¿the ratio of contrast to heparinized saline was seventy/thirty (70:30)¿. The instructions for use indicate that ¿equal volumes of contrast medium and normal saline¿ should be used. When higher concentrations are used, it is possible that deflation difficulty of the balloon will occur and ultimately difficulty removing the device. Review of the information available and analysis of the returned device does not suggest that the reported difficulty could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2013-00825.